Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of one 5f mynxgrip vascular closure device (vcd) deployed on contact with blood on the 5f non-cordis sheath hub. The sealant of the second 5f mynxgrip (vcd) was deployed but then was retracted when the balloon was removed after deployment. Hemostasis was achieved with manual pressure. There was no reported patient injury. The products were stored per labeling and opened in a sterile field. Packaging and the devices had no damage prior to use. For the first device, the sealant was never deployed in the body. There was normal vessel depth, not shallow. For the second device, the sealant was stuck in the between the balloon and advancer tube. The balloon was fully deflated after shuttling down. The operator shuttled down completely. The sealant was stuck while inside the patient and was removed with balloon removal. The sealant was between the balloon and the advancer tube. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were disposed of; therefore, they will not be returned for evaluation. The reported events of ¿sealant misdeployment-complete¿ and ¿sealant-sealant dislodged¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues reported could not be determined. Based on the information available for review regarding the first device, handling factors of the device (such as premature swelling) possibly contributed to the misdeployment event reported since it deployed at the sheath hub. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or if the sheath¿s stopcock was not open during the shuttle down step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to deployment issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review regarding the second device, it is possible that user error resulting in an incomplete removal (sealant was stuck in between the balloon and advancer tube during balloon removal) possibly contributed to the sealant dislodged event experienced. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal could dislodge the sealant from the vessel wall, resulting in the reported incident. Based on the information available for review, there is no indication that these events are related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of one 5f mynxgrip vascular closure device (vcd) deployed on contact with blood on the 5f non-cordis sheath hub. The sealant of the second 5f mynxgrip (vcd) was deployed but then was retracted when the balloon was removed after deployment. Hemostasis was achieved with manual pressure. There was no reported patient injury. The products were stored per labeling and opened in a sterile field. Packaging and the devices had no damage prior to use. For the first device, the sealant was never deployed in the body. There was normal vessel depth not shallow. For the second device, the sealant was stuck in the between the balloon and advancer tube. The balloon was fully deflated after shuttling down. The operator shuttled down completely. The sealant was stuck while inside the patient and was removed with balloon removal. The sealant was between the balloon and the advancer tube. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were disposed of; therefore, they will not be returned for evaluation.